Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that two inappropriate shocks were seen due to noise involving this electrode. The electrode was thus explanted and was returned. No additional adverse patient effects were reported.

Event description:
It was reported that two inappropriate shocks were seen due to noise involving this electrode. The electrode was thus explanted and will be returned. No additional adverse patient effects were reported.